Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the driving cap broke off into the insertion handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was performed. The 03.010.523 driving cap with handle adapter is an instrument routinely used in the expert nailing systems including the titanium cannulated tibial nail system and the titanium cannulated adolescent lateral entry femoral nail system. The returned 03.010.486 radiolucent insertion handle, for expert nails, 100mm shows very mild wear and is in very good condition. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the risk assessment is not applicable for this device. The returned driving cap with handle adapter is in fairly good condition with hammer marks at the proximal end and along the length of the device. The device was returned and reported to have broken into the insertion handle. This condition is confirmed; the distal tip of the device is missing leaving behind a homogenous fracture surface. It is likely that an off angle hammer blow or failure to tighten the device all the way into the 03.010.486 insertion handle led to shear forces that ultimately resulted in the complaint condition. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that shear forces from off angle hammer blows led to this confirmed complaint; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned 03.010.486 radiolucent insertion handle, for expert nails, 100mm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.